Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed the fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. During the homechoice return instrument test / evaluation (rite), the device failed the performance spec. The electrical safety analyzer test was performed and passed. Accuracy confirmation test was performed and device failed to meet volumetric specifications. Temperature verification test was performed and passed all tests. The cycler remote toolbox (crt) software was used to diagnose the device pneumatic system and all pressures were correct and stable. A visual inspection was performed. Internal and external inspection was performed and no issues were noted. A more detailed inspection of door assembly was performed. Inspection revealed that the piston foam is deteriorated and the piston is cracked. The direct cause for the reported issue was determined to be the deteriorated piston foam. The piston foam and piston were scrapped, and the device was sent to servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is in progress. Upon completion of the evaluation, a supplemental report will be submitted.